Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Updated: b4, b5, g3, h1, h2, h3, h6, h10. Reported event was confirmed as CT scans showed acromial stress fracture healing and x-rays noted superior tilt, scapular notching, loosening of the baseplate, and failure of the reverse baseplate. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had initial left total shoulder arthroplasty approximately 2 years ago. Then, about 5 months later the patient reported pain. CT and x-rays revealed acromial stress fracture healing, superior tilt, scapular notching, loosening of the baseplate, and failure of the reverse baseplate. Two months later an aspiration ruled out infection. A 2 stage revision was planned to place spacers to obtain proper imaging for vrs of worn glenoid. Subsequently the first stage revision was delayed due to dental work. Consequently, 4 months later the 1st stage revision noted stem well intact and remained implanted, switching the revision to a hemiarthroplasty without spacers. The glenoid was loose and exchanged. Then, about 5 months later the 2nd stage revision of hemi to reverse tsa with vrs was completed. No operative records provided. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 110032410, comp aug mini bsplt w tpr sm, lot # 64274365; catalog #: 113629, comp primary stem 9mm mini, lot # 64559055; catalog #: 110031399, mini tray std cocr +0 offset, lot # 64855962; catalog #: 110031424, cr vivacit-e 36mm brng std, lot # 64833586; catalog #: 115310, comp rvrs shldr glnsp std 36mm, lot # 396310; catalog #: 115395, comp rvs cntrl 6.5x25mm st/rst, lot # 072000; catalog #: 180550, comp lk scr 3.5hex 4.75x15 st, lot # 635280; catalog #: 180551, comp lk scr 3.5hex 4.75x20 st, lot # 348370; catalog #: 180550, comp lk scr 3.5hex 4.75x15 st, lot # 380320. Device evaluated by MFR: customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00204, 0001825034-2023-00147, 0001825034-2023-00148, 0001825034-2023-00150, 0001825034-2023-00151. Requested but not returned by hospital.